Manufacturer narrative:
Additional information: sections a2, a3, b5 & d10.

Event description:
Bilateral cia kissing stents procedure, no procedural delay.

Event description:
N/a.

Manufacturer narrative:
Investigation: this complaint reports that after deploying an advanta v12 stent (p/n 85364) in a bilateral common iliac artery "kissing stent" procedure, the balloon broke off in the sheath while being withdrawn. The user reported that there was no harm to the patient and no delay to the procedure. They reported that they used a 50:50 mixture of saline and contrast to inflate the balloon and they confirmed with fluoroscopy that the balloon was fully deflated. Once the balloon was deflated, they slowly removed the catheter, but encountered resistance as the balloon passed through the sheath. The sheath used was a cook 7 fr flo-performer sheath. They reported that the target vessel was not tortuous and that no excessive manipulation was used to place the stent. No images of the device or procedure were provided. The device was partially returned for evaluation. Pictures are attached. The balloon, along with the end of the catheter which it was welded to were not returned. The catheter below the proximal weld was returned. The length of the returned catheter was 119 cm from the strain relief to the end. The usable length of catheter for this device from the strain relief to the balloon is 120cm 5cm and from the balloon to the end is another 5cm. Due to the allowable variation in length, it is uncertain how far the catheter was stretched, but it may have been up to 2cm. And the end of the catheter where the break occurred has been stretched thinner than usual. Approximately 2 cm of the catheter shaft leading up to the break narrows down to a smaller diameter of 0.038". The outer diameter of the catheter shaft per the part specification for 005277 (catheter shaft s/a, otw stent delivery, 5-10mm) should be 0.071", almost double what the catheter is at the time of the evaluation. This stretching of the catheter is also quite evident upon visual inspection. The end of the catheter where the break occurred is rough and ragged, appearing as if the balloon and catheter at that point were torn off. The evidence suggests that the resistance was met while withdrawing the delivery system and the user continued to attempt to force the delivery system through the sheath to the point where the catheter was stretched thin and then broke at the weld. A review of the finished good DHR and several subassemblies was completed and no anomalies were identified in the manufacturing of the device. The IFU instructs the user not to force passage or withdrawal of the delivery system if resistance is encountered. It also recommends when using a cook introducer sheath, to use an 8 fr sheath when placing a 10mm stent. The user used a 7 fr sheath, which likely contributed to the resistance they encountered. No update is needed to the IFU. The returned device supports the description of the event provided by the customer, so the complaint is confirmed. However, the information provided by the user indicates that they did not adequately follow the IFU, which likely contributed to the event. The root-cause of this complaint is operational context/user error. No evidence was identified to suggest that this complaint is related to design, manufacturing or instructions for use. Information provided by the customer indicates that they used a smaller than recommended introducer sheath and attempted to withdraw the delivery system through the sheath despite encountering resistance, which is warned against in the IFU. Evaluation of the returned device supports this conclusion.

Event description:
During a balloon mounted stent graft procedure. Stent graft deployed well but on trying to remove the balloon it got stuck in the sheath, balloon broke off in the sheath, no harm to patient. Sheath removed and new sheath put in.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.